Event description:
Customer reported having a blood glucose level of 570 mg/dl earlier in the day of the call. Customer reported that the insulin pump was not alarming correctly. Customer reported that the insulin pump's alarm history showed a no delivery alarm. During troubleshooting, the insulin pump did alarm correctly during the self test. Customer reported treating the high blood glucose level with a manual injection. Customer's blood glucose level had come down to 454 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.